Event description:
It was reported that the patient expired. The cause of death was not reported; death was unrelated to the implanted system, per the reporter. The pump contained hydromorphone 10 mg/ml at a dose of 2 mg/day; bupivicaine 15 mg/ml and clonidine 500 mcg/ml in simple continuous mode.